Event description:
It was reported the patient's ipg no longer had communication with her external devices, and she no longer had stimulation. The patient was to be scheduled for an appointment for troubleshooting. Attempts to determine if the issue had been resolved with replacement external devices were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.